Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned; blood in/on helix/lobe mechanism.

Event description:
It was reported at implant attempt the lead had high impedance and high thresholds, at many locations. The lead was not implanted. It was also reported that no mechanical problem was suspected, as the new lead had less than optimal numbers. The cardiologist said he felt the pt had some underlying myocardial changes which resulted in the unsatisfactory parameters. No patient complications were reported as a result of this event.